Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 9260363. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two picture samples were received for evaluation by our quality team. Through examination of the returned sample and droplets of a solution were observed, however from the pictures, it is not clear if the droplets are inside or outside of the flow wrap and it is not possible to observe damage to the syringe barrel. The cause of this defect is unknown. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: the cause of this defect is unknown. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that syringe 10 ml posiflush la leaked. The following information was provided by the initial reporter: "syringe showing leakage (observed with packaging still sealed)."